Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issues. The ventilator passed 96 hour extended tests at customer's settings. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1200 alarmed ventilator inoperable (inop) and stopped putting out pressure while connected to a patient. The patient was removed from the unit and provided positive pressure ventilation via manual resuscitator the remainder of the short transport. The customer confirmed there was no patient harm associated with the reported event.